Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient new med information was not crossing. A technical support specialist dialed into the station and found no abnormalities and no error in data synchronization logs. The tss dialed into the server but no medid or orderid was not provided by the customer. The tss made multiple attempts to reach out to the customer but there was no response received for further assistance and tss proceeded with the case closure.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system patient new med info not crossing. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.